Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('crazy debilitating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("I gained too much weight"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the weight increased, abdominal distension and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, pelvic pain, vitamin d deficiency and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: pelvic pain and weight increased. The following information was received from social media vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- vitamin d deficiency. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('crazy debilitating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), vitamin d deficiency ("vitamin d deficiency") and abdominal pain ("cramps") and was found to have weight increased ("I gained too much weight"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the weight increased, abdominal distension and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, pelvic pain, vitamin d deficiency and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: pelvic pain and weight increased. The following information was received from social media vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- cramps. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('crazy debilitating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal distension ("bloating") and was found to have weight increased ("I gained too much weight"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: pelvic pain and weight increased. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received, new event bloating was added. New reporter also added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('crazy debilitating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("I gained too much weight"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain had resolved and the weight increased outcome was unknown. The reporter considered pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: pelvic pain and weight increased. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.